Event description:
The pt had an artificial disc implanted in the spine l5-s1 segment. The initial surgery was done five years ago with a carbon fiber disc. The disc collapsed, and displaced itself in april 2003. The disc crushed the pt's l5-s1 nerve roots causing permanent paralysis and serious nerve damage because of a material malfunction of the disc. The pt was transported to have emergency surgery to correct the material defect in the artificial disc that had failed because of a design defect.